Event description:
During transfer of resident from wheelchair to bed by two staff with lift legs in locked position, lift suddenly began to tip sideways. Leg of lift under bed caused bed to rise up and sling suddenly swung out away from bed dropping resident approx 3 ft to floor landing on top of 2 staff members. Resident was evaluated in the ER for complaints of back and buttock pain and returned on pain medication with no specific injury noted. Two staff were evaluated and found to have sustained bruising in arm, breasts, shoulder and neck areas. Lift immediately tagged and taken out of service.